Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was unknown. The customer stated that he would get the no delivery alarm during daily use. The customer was advised to wear the insulin pump until a replacement arrived.

Manufacturer narrative:
The pump gave an alarm during testing due to a broken solder joint on the interface board. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker.